Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported over infusion of phenylephrine was confirmed through a review of the device logs. The issue was determined to be due to user programming a dose of 200mcg/min which resulted in a rate of 600ml/h. Root cause: the root cause of the reported over infusion of phenylephrine was determined to be due to user programming. ¿ the customer provided an event date of 26 december 2023, and the time was reported to be at 1:00 am. O initial power on occurred on (B)(6) 2023 at 8:12 pm, a new patient was entered, and the system was set to anesthesia mode. O at 9:47 pm, the suspect pump module s/n (B)(6) was programmed a custom concentration infusion of phenylephrine_anes ((B)(6)) with the following parameters, drug amount 10000mcg, diluent volume 500ml, concentration 20mcg/ml, dose 50mcg/min and a rate 150ml/h. O after the user confirmed the guardrails alert ¿possible overdose¿ the infusion was started. Primary volume infused (pvi) was recorded as 0ml. O from 9:51 pm the dose was titrated from 10mcg/min (rate 30ml/h) to 100mcg/min (rate 300ml/h) at 11:56 pm. O at 11:49 pm, the system was disconnected from ac source and anesthesia mode was auto disabled o on (B)(6) at 1:21 am, the dose was changed to 120mcg/min (rate 360ml/h). O at 1:41 am, a remote IV was received however the message request was invalid due to a subsequent order mismatch. O at 2:35 am and at 2:42 am, the dose was changed to 130mcg/min (rate 390ml/h) and then changed to a dose 120mcg/min (rate 450ml/h). O at 2:45 am, the dose was changed to 200mcg/min (rate 600ml/h) and the infusion was started. O at 3:55 am, a remote IV was received however the message request was invalid due to a subsequent order mismatch. O at 4:07 am, the suspect pump module was channeled off and pvi was recorded as 2131.18ml. O throughout the phenylephrine_anes infusion log review observed nine (9) recorded infusion completed with a transition to kvo and twelve (12) vtbi entries for a total vtbi of 1865ml (not including the initial vtbi of 500ml). ¿ it should be noted that in anesthesia mode the custom concentration infusion of phenylephrine_anes drug amount is in mcg while in non-anesthesia mode the custom concentration infusion of phenylephrine drug amount is in mg. ¿ laboratory testing found the suspect pump module delivering fluid as programmed and within specification. ¿ a review of the pcu device and the pump module error logs showed no errors or malfunctions relevant to the facility¿s complaint. ¿ inspection of the suspect pump module and pcu device did not observed any anomalies. ¿ per the bd alaris user manual version 12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. ¿ the anesthesia mode bd alaris system tipsheet contains information related to accessing anesthesia mode, profile-specific drug access, anesthesia mode highlights, after transition out of anesthesia mode and starting an infusion. Device evaluated by bd

Event description:
It was reported that on (B)(6) 2023 at 0100 a patient arriving to the floor from the operating room was receiving phenylephrine (200mcg/ml/250ml) rate titration based on patient's blood pressure. Once on the floor, the clinician switched over the anesthesia medication bags to the bags used on the unit. Phenylephrine was barcode scanned and restarted. It was reported that the phenylephrine at one point was infusing "at 600ml/hr, which was over the limit". Clinician drew blood gas labs which showed the patient was had a ph of 7.0 and a bicarb of 14. Clinician attempted to give the patient three ampules of bicarb however the patient went into cardiac arrest. Following eight rounds of CPR, the patient achieved return of spontaneous circulation (rosc).